Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt is bilaterally implanted. She has a pulsar device in her left ear (implanted (B)(6) 2007), and uses currently opus 2 processors, bilaterally. According to clinician report, she has, within the past year, needed 4 electrodes turned off in her left ear (electrodes 8, 9, 10 and 11) due to a "shocking" sensation reported by the pt during m level measurements. She has reportedly never had any open set speech discrimination with her left implant whereas she receives excellent open set speech discrimination with her right implant. The shocking sensations have never occurred during normal use outside of the clinic. Upon discussion with the pt, she reported that she has been experiencing a brief "shocking" sensation every few days over the past week. She reports that it doesn't seem to be related to loud noises in the environment. She also reported that the "shocking" sensation is occurring in both ears, although not at the same time. She describes the "shocking" as a sharp pain in her ear. Her equipment appeared to be functioning appropriately. During integrity testing no obvious fluctuations in single electrode recordings were observed and no hi channels were observed.